Event description:
Procedure type: oophorocystectomy. According to the reporter: during the procedure the balloon broke and the broken piece fell into the cavity. The piece was retrieved. Operating time was extended less than 30 min. There was no tissue damage. No patient injury was reported.

Manufacturer narrative:
(B) (4)